Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right popliteal artery. The 4.0x40/80 sterling balloon was advanced and ruptured at 6atms upon the 3rd inflation (1st inflation: 6atm; 2nd inflation: 6atm). The procedure was completed with another of the same sterling balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right popliteal artery. The 4.0x40/80 sterling balloon was advanced and ruptured at 6atms upon the 3rd inflation (1st inflation: 6atm; 2nd inflation: 6atm). The procedure was completed with another of the same sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Evaluation summary attached, method, result, conclusion: updated. The complaint device was returned for analysis. An examination of the device found that when positive pressure was applied with an inflation device filled with water, water emitted from a longitudinal tear in the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).